Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include dizziness, dehydration and migraines. The patient reports their blood glucose level had not decreased after administering multiple boluses. The patient reports having no back up method for insulin delivery. Once at the hospital the patient was diagnosed with high blood glucose levels as well as a urinary tract infection, e. Coli and septic. The patient was treated with intravenous fluids as well as antibiotics. The patient was discharged from the hospital after 4 days.